Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight, gerd, nerve pain and vitamin d deficiency. Concomitant products included axotal (fioricet), citalopram hydrobromide (celexa), cholecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, ibuprofen, levothyroxine sodium (synthroid), lovastatin, oxycodone and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), tooth disorder ("dental issues"), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), bladder disorder ("bladder disorder"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain") and dysuria ("dysuria"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, tooth disorder, depression, anxiety, mood swings, menorrhagia, vaginal infection, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, bladder disorder, urinary incontinence, abdominal pain and dysuria outcome was unknown and the pelvic infection, genital haemorrhage, alopecia, vaginal haemorrhage, urinary tract infection and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Bladder sling for incontinence diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event mood swings, abnormal vaginal bleeding, menorrhagia, urinary tract infection, vaginal infection, apareunia, migraines, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, bladder disorder, urinary incontinence,abdominal pain,dysuria,pelvic infection, essure confirmation test not done added.concurrent condition,concomitant medication,events outcome,reporters added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and bladder disorder ("bladder disorder/bladder issues") in an adult female patient who had essure (batch no. 787224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight, gerd, nerve pain and vitamin d deficiency. Concomitant products included axotal (fioricet), citalopram hydrobromide (celexa), colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, ibuprofen, levothyroxine sodium (synthroid), lovastatin, oxycodone and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), tooth disorder ("dental issues"), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain") and dysuria ("dysuria"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (bladder surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, abdominal pain lower, tooth disorder, depression, anxiety, mood swings, vaginal infection, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, urinary incontinence, abdominal pain and dysuria outcome was unknown and the pelvic infection, genital haemorrhage, vaginal haemorrhage, alopecia, urinary tract infection and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Bladder sling for incontinence diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal bleeding/heavy bleeding") and bladder disorder ("bladder disorder/bladder issues") in an adult female patient who had essure (batch no. 787224,794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight, gerd, nerve pain and vitamin d deficiency. Concomitant products included axotal (fioricet), citalopram hydrobromide (celexa), colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, ibuprofen, levothyroxine sodium (synthroid), lovastatin, oxycodone and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), tooth disorder ("dental issues"), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain") and dysuria ("dysuria"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (bladder surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bladder disorder, abdominal pain lower, tooth disorder, depression, anxiety, mood swings, menorrhagia, vaginal infection, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, urinary incontinence, abdominal pain and dysuria outcome was unknown and the pelvic infection, genital haemorrhage, alopecia, vaginal haemorrhage, urinary tract infection and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Bladder sling for incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic infection ('pelvic infection') and bladder disorder ('bladder disorder/bladder issues') in an adult female patient who had essure (batch no. 787224,794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis, submucous leiomyoma of uterus, nabothian cyst, grand multiparity and cystocele. Concurrent conditions included overweight, gerd, nerve pain and vitamin d deficiency. Concomitant products included butalbital;caffeine;paracetamol (fioricet), colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, ibuprofen, levothyroxine sodium (synthroid), lovastatin, oxycodone and phentermine (adipex). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/heavy bleeding"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), tooth disorder ("dental issues"), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain") and dysuria ("dysuria") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy and bladder surgery). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, abdominal pain lower, tooth disorder, depression, anxiety, mood swings, vaginal infection, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, urinary incontinence, abdominal pain and dysuria outcome was unknown and the pelvic infection, genital haemorrhage, vaginal haemorrhage, alopecia, urinary tract infection and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- good placement of both essure devices was noted with less than 3 loops noted bilaterally. She had need for additional surgery. Bladder sling for incontinence diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Lot no-787224, expiration date-30-sep-2013 lot no-794893 , expiration date-30-oct-2013 most recent follow-up information incorporated above includes: on (B)(6)2020: mr received- lot number added. New reporter, medial history, lab data were added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic infection ('pelvic infection') and bladder disorder ('bladder disorder/bladder issues') in an adult female patient who had essure (batch no. 787224,794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis, submucous leiomyoma of uterus, nabothian cyst, grand multiparity and cystocele. Concurrent conditions included overweight, gerd, nerve pain and vitamin d deficiency. Concomitant products included butalbital;caffeine;paracetamol (fioricet), colecalciferol (vitamin d3), escitalopram oxalate (lexapro), gabapentin, ibuprofen, levothyroxine sodium (synthroid), lovastatin, oxycodone and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/heavy bleeding"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), tooth disorder ("dental issues"), depression ("depression"), alopecia ("hair loss"), anxiety ("anxiety"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), urinary incontinence ("urinary incontinence"), abdominal pain ("abdominal pain") and dysuria ("dysuria") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy and bladder surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, abdominal pain lower, tooth disorder, depression, anxiety, mood swings, vaginal infection, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, urinary incontinence, abdominal pain and dysuria outcome was unknown and the pelvic infection, genital haemorrhage, vaginal haemorrhage, alopecia, urinary tract infection and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- good placement of both essure devices was noted with less than 3 loops noted bilaterally. She had need for additional surgery. Bladder sling for incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Lot no-787224, expiration date-(B)(6) 2013 lot no-794893 , expiration date-(B)(6) 2013 lot number:787224 manufacturing date:2010/09 expiration date:2013/09. Lot number:794893 manufacturing date:2010/10 expiration date:2013/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), tooth disorder ("dental issues"), depression ("depression"), alopecia ("hair loss") and anxiety ("anxiety"). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, tooth disorder, depression, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.